Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold measurements of 6.0v at 1.0ms due to a dislodgement. The lead was explanted and a new rv lead was successfully implanted.